Manufacturer narrative:
The field service engineer (fse) was on site to perform software upgrade, however amp board error was observed. To resolve the issue, the fse downgraded back to software version (B)(4) per customer's request. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier ¿ (B)(4).

Event description:
Amp board error was observed on customer's fc 500 flow cytometer after software upgrade. There was no report of death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
Upon further investigation it was found that the tarpon amp board was not malfunctioning as originally reported. The customer requested a software change because they did not like the operation of their current software. The customer stated that the after the software upgrade generated several ¿amp board warnings¿ that were confirmed not to be real tarpon errors as the time vs parameter histograms were stable and no signal shift was seen. There was no report of erroneous patient results associated with the event. There was no reported death, injury or change to patient treatment. Result - changed to software installation problem. Bec internal identifier - (B)(4).